Manufacturer narrative:
The company representative replicated the reported event. However, the details of how the company representative was able to replicate the reported event, was not provided. However, the company representative did confirm a second handpiece was provided to the customer, to resolve the issue. Without the additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported no phaco after the handpiece was tuned. The handpiece was replaced and the surgery was initiated and completed with no harm to the patient.